Event description:
It was reported that patient had discomfort around the leg area when stimulation was on. It was noted that two spinal cord stimulator leads have been added to improve coverage. The patient underwent an implantable pulse generator replacement procedure and was doing well post operatively. The explanted device will not be return due to facility policy.